Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the customer became confused from the low bg level and ended the call. During a follow-up call, the customer reported feeling much better. Reportedly, the customer delivered a food bolus for dinner, but did not consume food until an hour later and the insulin had reduced the customer's bg level. Dinner was consumed to treat bg level.